Event description:
A customer reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to call back if the issue happened again and acknowledged these instructions.